Manufacturer narrative:
Of the 4 patient samples involved, 2 samples were returned to the manufacturer for investigation and two were not. For the two samples that were returned the tsh and ft3 values were reproduced in the investigation. Upon investigation of the patient samples, an interferent against a component of the ft3 reagent was confirmed. This interference is covered in product labeling. The differences of the ft4 and the tsh values, generated with the analyzers from roche diagnostics and siemens, are caused by differences of the setups of the assays, the antibodies used and differences of the standardization materials and procedures used. This statement also applies to the ft3 assay on the 2 patient samples that were not returned to the manufacturer. No product problem could be found.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for four patient samples tested for multiple thyroid assays on the cobas 8000 e 801 module. The affected assays include the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The samples were initially measured at the customer site on (B)(6) 2019. The samples were repeated on a centaur analyzer. The samples were provided for investigation where they were tested on a cobas e 411 immunoassay analyzer on (B)(6) 2019, a cobas 6000 e 601 module on (B)(6) 2019, and a second e 801 analyzer on (B)(6) 2019. The erroneous values for samples (B)(6) and (B)(6) were not reported outside of the laboratory. It was asked, but it is not known if the erroneous values for samples (B)(6) and (B)(6) were reported outside of the laboratory. No adverse events were alleged to have occurred with the patients. The serial number of the e 801 analyzer used at the customer site was asked for, but not provided. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 341685, with an expiration date of 30-jun-2019 was used on this analyzer. The serial number of the e 601 analyzer used for investigation is (B)(4). Ft3 reagent lot number 341685, with an expiration date of 30-jun-2019 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 348359, with an expiration date of 31-oct-2019 was used on this analyzer.